Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product analysis indicates that the allegation was confirmed. During visual analysis, the communicator adapter had a missing piece, and the power adapter was not snug when plugged in. The communicator was taking apart, and areas were burnt and could smell a smoky, fire smell. Resistance testing on a component was not performed due to the component was being completely burnt. The communicator behavior was consistent with a high-power electrical overstress event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator started smoking a few days ago. And the back of the unit was melted. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator started smoking. The back of the communicator melted. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.